Manufacturer narrative:
The cardiac catheterization results provided does not confirm the initial claim of a "stuck" leaflet, as all leaflets appeared grossly normal. As the device remains implanted, the mode and type of this valve failure could not be confirmed or evaluated.

Event description:
Through follow-up on the patient's condition, it was learned that a valve in valve procedure was performed as an intervention to correct the severe tricuspid regurgitation observed. Records also indicate successful valve in valve implantation, as only trivial to mild tricuspid regurgitation was observed. The surgeon indicates procedure went well, and patient is doing fine.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As of this date, there has been no information of reoperation or explant of the valve, and no quality deficiencies detected during manufacturing.

Event description:
It was reported via the surgeon as follows, "65f who I put a 25mm magna in the tricuspid position 2 years ago. It worked well for the first year but has now developed severe stenosis and regurgitation. Very early to fail in a non-diabetic patient. I suspect one leaflet is stuck partially opened/closed "hard to see on the echo. Not sure the etiology, but I guess thrombus is most likely". As of this writing, edwards has not been notified whether an explant has take place yet. Via additional follow-up, the surgeon indicates, "not sure when we'll need to explant. Might give a try at catheter intervention first". Additional information (echo, patient condition...etc) has been requested but not yet received. Note that this device is intended for aortic valve replacements, and was used off-label in the tricuspid position.

Event description:
Received an email from surgeon on (B)(6)-2011 indicating, "patient just had a tee and results as follows: "the right ventricle is mildly dilated. Right ventricular systolic function is grossly normal. A stented bioprosthetic valve is present in the tricuspid position. The leaflets of the bioprosthetic valve are not well visualized, but appears grossly normal. There is at least moderate tricuspid regurgitation. There is shadowing from the tricupsid prosthesis and amplatzer device which may underestimate tricuspid regurgitation. The mean gradient across the tricuspid valve is 6.0 mmhg at a heart rate of 52 bpm (sinus rhythm). The peak transtricupsid velocity is 1.9 m/s which is increased for this type of prosthesis." As of this writing, there has been no information to suggest the subject valve was explanted.

Manufacturer narrative:
Event problem: (B)(4) = leaflet partially opened/closed. Evaluation: method = device remains implanted. Additional manufacturer narrative: multiple follow-up requests to obtain additional information ( echo, patient condition, device serial number, implant operative report...etc) have been unsuccessful. Bioprosthetic valve stenosis can be due to multiple factors such as calcification, pannus growth, thrombus, and other patient related comorbidities. Without additional information, no further investigation can be performed into this report.